Manufacturer narrative:
Caregiver of type 1 diabetic on vgo 30 contacted valeritas customer care and reported that the patient has dementia and was hospitalized due to bg of 700mg/dl and low urine ketones. Patient was taken to the emergency department at (B)(6) to test urine ketones and bg. Urine ketones were found to be low positive. Bg was measured at 700mg/dl. Patient was admitted for treatment and discharged to home on (B)(6) 2017. Caregiver expressed concern that she cannot recall if on (B)(6) 2017 she filled the vgo device with insulin prior to application. Endocrinologist discontinued the vgo. Patient is now on humalog on a sliding scale based on bg and tuojeo 15u daily. Patients bg has been from 200-300mg/dl since discharge and beginning new insulin therapy. The v-go was discarded at the hospital.

Event description:
Caregiver of type 1 diabetic on vgo 30 contacted valeritas customer care and reported that the patient had been hospitalized due to hyperglycemia. The patient has dementia and her official caregiver reports that on (B)(6) 2017 the patient was hospitalized due to bg of 700mg/dl and low urine ketones. She states that on the morning of (B)(6) 2017 patient am bg fasting was 156mg/dl. Caregiver changed the vgo at 08:00 as per usual. At lunch bg was 336mg/dl. Caregiver administered bolus clicks for correction and lunch bolus. She could not recall the exact amount of clicks or insulin administered at that time. At 15:30 the patient had an appointment with her hcp. At that time her bg measured hi on the hcp meter and the patients dexcom cgm. Patient was taken to the emergency department at (B)(6) to test urine ketones and bg. Urine ketones were found to be low positive. Bg was measured at 700mg/dl. Patient was admitted for treatment. Caregiver states patient was treated in hospital and discharged to home on (B)(6) 2017 with bg of 250mg/dl. Patients bg has been from 200-400mg/dl since release. Caregiver expressed concern that she cannot recall if on (B)(6) 2017 she filled the vgo device with insulin prior to application. She states that upon removing the vgo device at the emergency department it was empty. She did not notice any leaking of insulin from the device during the day or upon administering bolus clicks. She denied any other factors which could have contributed to the hyperglycemia; including, change in diet, exercise, or medication. She did note that the patient had fallen and hit her head a week prior to the reported event. The patient has met with her endocrinologist since her hospitalization. Endocrinologist discontinued the vgo. Patient is now on humalog on a sliding scale based on bg and tuojeo 15u daily. Patients bg has been from 200-300mg/dl since discharge and beginning new insulin therapy. Patient has been discharged to home and appears to be recovering from the event. The v-go was discarded at the hospital.

Manufacturer narrative:
Patient identifier corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional - caregiver of patient. Type of report: follow up #1. If follow up, what type?: correction checked.